Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: contractura capsular baker grado IV.

Event description:
Dominican republic. Allegedly, the patient developed progressive pain and discomfort in the left breast after implantation, and surgical evaluation confirmed severe capsular contracture baker grade IV, requiring implant removal and replacement. (Sn: (B)(6)).